Event description:
It was reported that there was a single bur fragment found stuck in the drill during service. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.